Manufacturer narrative:
Device was not implanted. The actual device was not returned to the manufacturing facility for evaluation. Therefore, the investigation was based upon evaluation of user facility information and retention samples. Based on the results of our investigation, the root cause of the problem could not be identified since condition of the actual sample was not confirmed. Retention samples were visually in good condition. Sheath radial strength, sheath activation and deactivation functional tests on retention samples shows all are within specification. Luer taper test results shows that sg3 needle conforms to the 6% taper level. There was no difficulty and no loose connection between the syringe and needle was encountered during simulation. The tooth cannula is securely locked into the sheath after activation. No bending or tilting of cannula was observed. We have in-process inspection for visual and functional test to assure quality performance of assembled sg3 needle. Prior shipment, qc conducts outgoing inspection to assure lots are in good quality. All samples passed. Proper instruction for usage of the sg3 needle was fully addressed in the instruction for use (IFU) indicated in the leaflet. Likewise, cautions, precautions and warnings are also stated for safety purposes in order to prevent needle sticks. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955. Exemption number e2015017.

Event description:
The user facility reported that after giving the injections they were trying to close the safety cap and the needle broke off. Additional information was received on 8/1/18: it was reported that the issue was with the entire cannula (including hub) disconnected from syringe during attempted activation. It was reported that the healthcare provider was scratched by the used needle, it was disconnected during the activation attempt, and flew back with needle not yet contained. The healthcare provider did have a diagnostic blood test done due to potential infectious disease exposure. The healthcare provider is fine and only required typical first aid wound cleaning and a band-aid. The needle was used for patient injections with 3cc henry schein "single use only" syringe. The patient received the injection as intended and was not impacted. The healthcare provider had the disconnection of needle from the syringe. It was stated by the healthcare provider that she had difficulty tightening the needle with the syringe and that the needles don't seem to lock and just keep spinning when trying to twist them together.